Event description:
It was reported to boston scientific that during a ureteroscopy, using an access sheath, "the sheath material became separated from the coils and fell apart inside the patient." The sheath fragments were retrieved from the patient's ureter and bladder with graspers and a urovac bladder evacuator. It was also reported that the physician stated he removed approximately 80% of the fragments and that the patient would expel the remainder with urination. The patient was reported as okay.

Manufacturer narrative:
The device has been received, but an evaluation has not been completed; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. The device evaluation will be provided in a supplemental medwatch.